Manufacturer narrative:
The system was examined. The company representative found that the reflux chamber was empty. The customer was advised to refill the chamber to resolve the issue. No additional, related information was provided, regarding the systems functionality. As such, the root cause cannot be determined conclusively. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 27, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A scrub technician reported the reflux was not available before a procedure. Additional information has been requested.